Event description:
It was reported that an occlusion alarm occurred. Customers blood glucose was 232-300 mg/dl. Reportedly, the customer loaded cold insulin into the cartridge. Tandem technical support (cts) educated customer on proper the load techniques. The customer declined further assistance from cts regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Device not returned.